Manufacturer narrative:
Haemonetics field service engineer (fse) went on-site to analyze the pcs2 device and concluded that there was no fault and found that the device was within specification. In addition, the review of the disposable photos provided by the customer also found no defect. Although it was stated that the donor had a follow up appointment with the hospital no additional information of the visit or vital signs or preexisting conditions where provided by the customer. No evidence for a serious injury has been provided by either donor or collection center, but the symptom of flank pain after a potential event of hemolysis raises theoretical concerns about a potential kidney involvement. In the absence of further information, it was deemed appropriate to report the event out of an abundance of caution.

Event description:
On july 27, 2020 haemonetics corporation was informed by the customer talecris plasma resources, that during plasmapheresis of a donor on (B)(6) 2020, the phlebotomist noticed that the unit looked red, as if with red blood cells (rbc) during the first return, and suspected hemolysis occurring while using the pcs2 plasma collection system. The donor vital signs were taken twice, once at the onset of hemolysis event and once right after the event. The customer followed their local standard operating procedure (sop) and provided 100 ml of saline intravenously (IV). They called ems and the donor was then taken to the hospital. At the hospital the donor received additional IV fluid and, as stated to the customer, the donor experienced lower back and flank pain that began on (B)(6) 2020. The donor scheduled a follow up appointment with the hospital.